Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: four of the 6 electrodes developed burned holes in the pads and a black accumulation on the wires. One set reached 6 uses before the holes appeared. And the second set reached 8 uses. The third set from this lot has not been used yet. Per additional information received on 05/04/23, the patient experienced redness (eyrthema) and a small blister, approximately 1/2", mainly from the wire and not the pad itself but it is hard to tell. There was no medical intervention, the skin heals after a few days. The patient applies a new set of electrodes and places it away from the burn site.